Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the catheter slipped and the pt needed another procedure to pull the catheter up into place. The customer reports the felt cuff had fallen off.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.